Event description:
Information received notes that during a routine follow-up, av pacing was observed on the ECG, with magnet application, the patient's rate went down to 40 bpm. Upon interrogation the device was in aai mode with dashes (---) for rate, hysteresis rate and atrial refractory. After programming, normal function ensued until the magnet application. The anomaly recurred and the physician elected to replace the device.